Event description:
It was reported that the pt was getting uncomfortable stimulation and x-rays showed the epidural lead had migrated. The company rep noted the entire existing system was removed during a revision procedure and replaced with a new surgical paddle and implantable neurostimulator.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.